Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) correction: initially this event was assessed as MDR reportable for a thrombus/clot issue. During review on 5/20/2021, a correction was noted to the assessment as this event should have been assessed as char which is not MDR reportable. Char is a physical phenomenon of radio frequency energy delivery and can be the normal result of the ablation process. The presence of char on the electrodes does not represent a serious injury in itself, nor is it necessarily the result of device malfunction. Therefore, the h6. Medical device problem code remains as ¿device contamination with body fluid¿.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a thrombus/clot issue occurred. It was initially reported that during the procedure, while ablating with the thermocool® smart touch® sf bi-directional navigation catheter, they checked for blood clots; however, there was no confirmation that any blood clots were confirmed. The thermocool® smart touch® sf bi-directional navigation catheter was replaced, and the procedure was continued. Procedure was completed with no patient consequence. On 4/7/2021, additional information was received wherein it was clarified that clots were found attached on the top of the catheter. As such, this event was assessed as an MDR reportable malfunction based on the additional information received.